Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter ac*t diff hematology analyzer. The volume of the leak was multiple mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the probe wipe rinse block was leaking. The fse found that the vacuum of the rinse block was low. The fse replaced the pinch valve lv8 which resolved the leak. Pinch valve lv8 controls the probe wash drain to the vacuum isolator chamber. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).